Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional contacted adc to report that customer experiencing pain after 5 days of wearing the freestyle libre sensor. The customer had contact with a doctor who ¿cut through the swelling¿ and cleaned site with braunovidon and peroxide solutions and applied iodine (antiseptic) ointment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Visual inspection has been performed on the returned sensor serial number (B)(4) and no issues were observed. Performed visual inspection on the returned sensor plug and sensor plug assembly. The sensor plug was seated correctly; no faulty component was identified. The sensor pack and sensor applicator were not returned. An extended investigation has been performed for the reported complaints and determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the libre sensor was reviewed and the DHR showed the libre sensor passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional contacted adc to report that customer experiencing pain after 5 days of wearing the freestyle libre sensor. The customer had contact with a doctor who ¿cut through the swelling¿ and cleaned site with braunovidon and peroxide solutions and applied iodine (antiseptic) ointment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.